Event description:
Incident description: upon attempting to deploy vascade, the device failed. The disk pulled through the vein and skin. There were no complications. From procedural note: summary: successful pulmonary vein isolation with a single lesion required for left vein isolation at the anterior carina. Successful superior vena cava isolation. Recommendations: figure-of-eight stitches were used in the right groin. These need to be removed in 4 hours. The patient can ambulate in 2 hours, however.